Manufacturer narrative:
The device was evaluated by the provider and pride representative. The device was found to be in good working order with the exception of a damaged shroud from the alleged incident. The cosmetic shroud is being replaced by the provider.

Event description:
Alleges patient was driving chair down a portable ramp and allegedly tipped over forward.